Event description:
Reportedly, interrogation of symphony pacemakers could not completed: a warning message was displayed ("cswin.exe: application error. (...). Select ok to close the program.") Re-installation of the programmer software solved the issue.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): evaluation, method: since the device remains implanted, the programmer files were reviewed. (B)(4).